Manufacturer narrative:
The investigation for vascular damage has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 component code added 925. Section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-03124. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8-should have been left blank.

Event description:
The user facility reported a 63-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. Upon insertion of the impella, an aortic dissection was noted. Due to this being an elective case, decision was made to abort case and close groin. The groin was accessed using a micro puncture, then 6f, and serial dilated to impella sheath. An angiogram was performed through micro puncture. An abiomed wire had been advanced into the vasculature prior to the dissection being observed. The cause of the dissection was not determined. The dissection was treated by aborting the case to not cause any further issues and risk worsening dissection as it was contained, and the patient was stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿